Event description:
A customer contacted baxter to report that the patient connector was unexpectedly separated from the (titanium) catheter adapter. The set had been used for 1 day. The catheter adapter had been used for 1 day. There was no patient injury or medical intervention. There was patient involvement.

Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same or similar to the product distributed within the u.s. The sample has been received at baxter for evaluation. However, the evaluation is not complete at this time. A follow-up report will be filed should any significant supplemental information become available

Manufacturer narrative:
(B)(4). Correction: the sample was actually not returned to baxter international inc. This product is made by a third party manufacturer. A evaluation was done by the third party. No defect was found visually or dimensionally. This complaint was not attributed to user error.